Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was used by the hospital with the intention of multiples uses for external temporary pacing support. This pacemaker remains in service for the patient. No adverse patient effects were reported.